Event description:
It was reported a catheter break occurred; ¿fracture of one piece catheter at spinous process¿ and surgical intervention was required. The patient experienced underdose symptoms specifically a return of/increased spasticity and general malaise, less than fifty percent therapy relief, loss of therapy and ¿some¿ withdrawal. It was reported repeated imaging showed the fracture on the lateral view only. The patient was taken to the operating room and a complete catheter fracture was noted. It was reported, the spinal segment was not viewable. It was reported no cerebrospinal fluid was noted in the spinal incision. The device system was used to deliver lioresal. It was later reported, the spinal portion of the catheter was replaced after the x-ray showed the fracture. The patient was reportedly doing great with improvement in spasticity. It was then reported, the patient was doing very well with decreased spasms.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).